Event description:
Very sick premature infant with severe hydrops. Needed multiple chest tubes (CT) for pleural effusions and pneumothorax. Several types of chest tubes used in nicu but in this pt, at time of demise there were four "turkel" chest tubes in place. Pt died from multiple system failure, pulmonary hypertension, bacterial sepsis, pulmonary hypoplasia and possible genetic abnormalities. However, at autopsy it was noted that 2, perhaps 3, of the turkel catheters had perforated through lung tissue. These perforations probably happened at time of insertion 24-48 hours prior to demise and are not felt to have contributed significantly to pt's ultimate demise. These chest tubes are stiffer and have a sharper tip (not talking about the introducer) compared to argyle or pigtail catheters.